Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited electrical noise on the atrial channel. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. The daily atrial measurements appear okay and have been stable over the past year in the 600-700 ohms range. There was also the appearance of an atrial pacing spike on the shock channel due to an unknown cause. A boston scientific technical services consultant documented and discussed the clinical observations. The consultant recommended evaluations of both leads with pocket manipulation and isometrics to look for noise while performing serial impedance measurements. No adverse patient effects were reported.